Event description:
Patient complained of discomfort with interstim implant, possible infection. Device was explanted (B)(6) 2016. Patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.